Manufacturer narrative:
Sections of this report were updated. Medical records received, stated the following: ¿the patient was taken the operating room, was prepped and draped in a standard sterile fashion. A time-out was performed. The patient was felt suitable for a valve in valve transcatheter aortic valve deployment in a bioprosthetic aortic valve. The micro puncture technique was used access the right heart and left femoral artery and the right femoral vein. Then right heart catheterization was performed. Rv pacing was placed and tested. Heparin was given. Serial dilation was used to place a right femoral artery sheath. Then a 23mm sapien transcatheter valve was passed through the sheath and across the aortic annulus. The balloon appeared to be dislodged from the valve but was repositioned in the sheath and then was deployed. However, after deployment 1 of the leaflets appeared damaged and the patient had severe aortic regurgitation. Therefore, we prepared another sapien 23mm transcatheter heart valve and passed it into the descending aorta. Again, the balloon appeared to be dislodged. It appeared to be a technical problem with placing the valve on the balloon. This was corrected for the final valve. This particular second valve was deployed in the descending aorta in a safer place, and was stabilized there with another balloon. We then passed a third 23mm sapien transcatheter heart valve under rapid ventricular pacing. Post deployment, there was excellent hemodynamics. We then removed the right femoral artery sheath, repaired the sheath site with perclose sutures and gave protamine. The patient will be returned to the coronary intensive care unit in stable condition.¿

Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr case three valves were implanted in a patient. The initial valve was deployed slightly aortic within the annulus which necessitated a second valve. The second valve was prepped and upon deployment it embolized into the aorta and was secured within the descending aorta. A third valve was prepped and successfully deployed within the first sapien valve with satisfactory results. The patient was stable throughout and there were no adverse events thereafter. This report is for the second valve.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the aortic embolization of the second valve is unknown; additional information has been requested but has not been received. It is possible patient and procedural factors caused or contributed to this event. There is no evidence this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. This is one of two reports being submitted for this case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no. 2015691-2013-21597.

Manufacturer narrative:
Please reference related manufacturer reports: 2015691-2013-21917 and 2015691-2013-21918.